Manufacturer narrative:
This report is submitted on 10 may 2021.

Event description:
Per the clinic, the patient experienced a significant reduction in speech perception ability. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.